Manufacturer narrative:
Product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis of the device revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was returned on the stylet and in the protective sheath. There was no damage noted to the stent implant. There was crimp marks on the balloon between the markers. The balloon was tightly folded. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implants outer diameters proximal, middle, and distal. The outer diameters were oversized. Measurement of the flared end of the protective sheath was performed using pin gauges. This met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned rx mini vision sds. It was reported that the stent had dislodged prior to use. Analysis of the sds noted contrast visible in the inflation lumen and balloon and blood in the guide wire lumen. This is consistent with the sds being prepared for use. Crimp marks were visible on the tightly balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent outer diameters were measured and found to be oversized; however, the presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose and the outer diameters to be out of specification, as noted during the analysis. If significant pressure is inadvertently applied during removal of the protective sheath, the stent can become dislodged. The inner diameter of the protective sheath met manufacturing criteria. A conclusive root cause cannot be determined; however, there does not appear to be a product quality issue. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when an attempt was made to insert the minivision, it was noticed that the stent had dislodged. A new one was used to complete the procedure. No additional event or patient information is available.